Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the pump battery dropped from 85% to 5% within minutes. Following the battery drop, the customer was having difficulty charging the pump successfully despite the attempt of multiple wall adapters. Customer reported blood glucose (bg) level was 289 (mg/dl). A correction bolus was delivered to address bg level. Reportedly the customer will continue to use the pump until the replacement pump is received.